Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead over sensing observed on presenting electrogram (egm) atrial lead channel, noted as t wave over sensed or far field r-wave (ffrw) over sensed on atrial lead. The ra lead remains in use. No patient complications have been reported as a result of this event.